Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the customer's reported issue. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed 65 hours of extended tests at the customer¿s settings. The ventilator passed all tidal volume test's from the ltv final test. Internal inspection did not reveal any abnormalities with the ventilator. The event trace log contained no unusual alarm types or incident counts. All event trace entries were consistent with normal ventilator operation.

Event description:
It was reported to carefusion that the unit was delivering higher tidal volumes than expected. The ventilator was on a patient at the time of the event, and there was no patient harm.